Event description:
The customer reported that the bronchofibervideoscope exhibited leakage from the channel. The subject device was a demo device. The issue was found during receipt inspection of the device. The device was returned and an evaluation revealed, the coating of the connecting tube was peeled off (more than one millimeter square). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation "leakage from the channel". There was waterproof failure due to the broken channel tube. There were few additional findings. The aspiration quantity was out of standards due to the broken channel tube. The number of lost ultrasonic elements exceeds standards due to the broken ultrasonic probe. The image was blurry and there was scratch on image due to the broken charge coupled device (ccd) unit. The adhesive of the bending section cover was broken. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling of the connecting tube coating was deterioration due to chemical/physical stress to the device. Olympus will continue to monitor field performance for this device.